Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 430 mg/dl and current blood glucose was 121 mg/dl. Customer treated high blood glucose with the insulin pump. The blood glucose was pretty high like 430 mg/dl then it was 307 mg/dl and during call the customer checked blood glucose again and it was 159 mg/dl. Customer also mentioned she had a low blood glucose the other day, offered troubleshooting for low blood glucose and caller declined. The blood glucose day before yesterday was 44 mg/dl. Based on customer report customer does not allege pump was under delivering. Customer declined troubleshooting for the high blood glucose and bent cannula. Customer also reported that, the insulin pump keeps coming up with sensor glucose not available. Customer removed the sensor and shows that the cannula is bent. Customer did not receive a change sensor alert after a calibration not accepted. Customer advised to monitor the pump and to call back if further assistance is needed. The device will be returned for analysis.